Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped his/her insulin pump on the floor. His/her blood glucose level was not reported. The insulin pump was physically damaged. The display was readable. There was also frequent no or intermittent response from the insulin pump's keypad. The product will return. Nothing further to report.